Event description:
During major spine surgery procedure, motor seal did not work, air and oil blew into sterile field. Or staff was concerned for pt infection, they called mmr sales rep. On follow up with the hosp, it was reported that the incident happened early into the procedure. Unit was taken out of the or on recommendation of the mmr sales rep. Another unit was brought in from a sister hospital. Surgery was delayed 30 to 40 minutes. It was reported that the oil drip rate was set at one drop every 5 or 10 seconds. Air pressure was set really high at first then was changed to 120 psi. The oil color was clear. The site was flushed with antibiotics. No pt injury occurred. Pt is doing fine.